Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had the trailing haptic of the initial iol caught in the cartridge and tore off during insertion. The damaged iol was cut into pieces and removed without complications or an enlarged incision using micro scissors and forceps. A new lens of the same model and diopter was implanted without incident. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 2, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used. No cartridge tip or cartridge issues were observed. The lens module and device assembly were inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was received cut in half (one lens half was not received) and coated in viscoelastic residue. The lens half was cleaned revealing one haptic was detached and the remaining piece was scratched. The lens was observed to damaged. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.